Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling on the lung during a laparoscopic wedge resection, the stapler fired but there was a staple line dehiscence. Another reload was used to complete the case.